Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rising and high thresholds and an occasional pacing failure were noted on the leadless implantable pulse generator (ipg) post operatively. The ipg was inactivated and replaced. No patient complications have been reported as a result of this event.